Event description:
The consumer reported conflicting results with the binaxnow covid-19 anitgen self test. The consumer reported a positive result with the binaxnow covid-19 antigen self test. Repeat testing was performed on the same day and generated a negative result. Although requested, additional information, including patient treatment and outcome was not provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 172611 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 172611 and test base part number 195-430h/ lot 167264. The lot met the required release specifications. A review of the current overall incident rate for false 172611 patient results (confirmed and unconfirmed, conflicting results) for this specific lot showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.